Event description:
It was reported by the sales rep that during the use of the pr9 (proplege coronary sinus catheter) there was high cardioplegia line pressures observed when retrograde was initiated. Retrograde was not used throughout the case. "We had no problem placing the catheter. Both tee and fluoro were used. Placement was confirmed with an occlusive venogram. He did not convert to a sternotomy. He cooled the patient and used fibrillatory arrest. No cardioplegia."

Manufacturer narrative:
Device evaluation anticipated upon item return from the customer.

Manufacturer narrative:
Evaluation: the catheter was visually inspected and an angle bend was observed approximate 3 inches from the distal tip of the catheter. A balloon leak test and cardioplegia pressure and lumen flow patency test was performed with passing results. The cardioplegia line pressure was found to be within specification. The root cause of the alleged ¿high cardioplegia line pressure¿ could not be determined. It is possible that the shaft of the device kinked/bent during insertion and resulted in a partially occluded pressure lumen and a false pressure reading. The device meets all of the final acceptance criteria and the bend/kink noted in the device upon return was not reported to have been there before use. No corrective actions are needed at this time. The device aligned with the intended use of the product, however handling, surgical technique or patient anatomy may have contributed to the reported user experience and the kink/bend noted in the returned device. The labeling and IFU adequately address these issues. The records for the reported lot number were reviewed and found acceptable. Trends will continue to be monitored through the edwards quality system.